Manufacturer narrative:
"This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the inappropriate reprocessing and storing was attributed to insufficient training on reprocessing/storing for staff at user facility. IFU (reprocessing manual) states the following. However, device handling by the user was deviated from the following on this complaint. "·leakage testing of the endoscope - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. ·preparing the equipment for reprocessing - all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle. ·precleaning the endoscope and accessories - wipe the insertion section - dip clean lint-free cloths or sponges in the water and wipe the entire insertion section of the endoscope. Wipe from the boot at the control section toward the distal end. ·reprocessing endoscopes and accessories using an automated endoscope reprocessor/washer-disinfector - after reprocessing the endoscope using an endoscope reprocessor or a washer-disinfector, dry the electrical contacts of the endoscope connector not by air-drying but by wiping with sterile lint-free cloths. ·storing the disinfected endoscope and accessories - detach all accessories, including the air/water valve (mh-438), the suction valve (mh-443), and the biopsy valve (mb-358) except the auxiliary water inlet cap (maj-215) from the endoscope. If the auxiliary water inlet cap is not attached, attach it to the auxiliary inlet and open its cap. ·IFU (reprocessing manual) warns on insufficient reprocessing as follows. Precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
As part of our investigation, the ess recommended that the customer follow the reprocessing instructions in accordance to the manufacturer¿s recommendation. Also, recommended that the facility participate in a reprocessing in-service. To date the ess visit has not been finalized. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed that during a reprocessing observation with an endoscopic support specialist (ess) at the customer¿s site, it was noted that the scope was being improperly reprocessed. The customer placed the scope in water prior to hooking up the leak tester and did not wipe off the scope after leak testing prior to brushing. After the scope was removed from the washer a wash cloth was used to dry the scope instead of a lint free cloth. The buttons were placed in the open after they dried the outside of the scope prior to being hung. The customer also did not have proper control of the scope when hanging and removing the scope from the rack. There was no patient infection or positive device culture reported.